Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2011-00854 / 00855). (B)(4).

Event description:
Patient enrolled in a clinical study underwent total hip arthroplasty on (B)(6) 2010. Patient subsequently caught foot when slipping, torqued hip into split causing hip dislocation. A revision procedure was performed on (B)(6) 2011 to remove and replace the acetabular liner and femoral head.